Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. At visual inspection, minor blemishes were found and the plastic cpc connector was broken off the unit. A dent was found on the front of the unit possibly due to misuse by the customer. Upon opening the unit for internal inspection, it was found that the customer had attempted to glue the broken cpc connector assembly. The cpc front and back washer areas are being replaced, because of the customer handling.

Event description:
It was reported that near the end of a gynecological procedure, the surgeon put too much pressure on the motor drive unit (mdu) connector by pulling (stretching) the cord, thus breaking the plastic cpc connector on the front of the mdu. The handpiece could no longer be attached to the unit. Another unit was used to finish the case with no adverse pt consequence. The same handpiece was used to complete the case.